Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed patient injury previously. Device issue: stent dislodgement. It was reported that the procedure was bifurcation stenting. The 2.75 x 12 mm promus stent was placed and then the 3.0 x 18 mm promus was advanced, but became hung up in the guide catheter and dislodged. The stent remained in the guide, so everything was removed as a unit. A new 2.75 x 12 mm promus and a 3.0 x 18 mm promus were placed to complete the procedure successfully. No additional event or patient information is available. (B) (4)

Manufacturer narrative:
(B) (4). Factors which may contribute to resistance between an sds and a guiding catheter include, but are not limited to, damage to the guiding catheter, or procedural technique. Stent dislodgement can be influenced by many factors, including, but not limited to; positive pressure during prep, negative pressure during sheath removal, and interaction with the lesion, accessory devices. It is possible that the stent implant became damaged prior to use during handling of the sds and/or during an interaction with guiding catheter and then became dislodged during an attempt to retract the sds, although a definitive cause cannot be determined; however, there are no indications of a lot specific product quality deficiency.